Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device wasn¿t working well for them and they had bladder instability. The patient was seen by a hcp for an acute onset of moderate, left flank pain on (B)(6) 2017. This pain was associated with dysuria, nausea, vomiting, urinary urgency, urinary frequency, and gross hematuria and the pain radiated to the abdomen. Nothing relieved the pain, but it had improved since its onset. The patient denied fever and chills. It was also noted that a recent CT scan was negative for hydronephrosis or stones. However, a recent urinalysis noted uric acid crystals. It was also noted that the patient had back pain. The patient was ambulating without difficulty, had unlabored breathing, no muscle tenderness, and no rashes or lesions. They did have bladder pressure, but it was non-distended. The hcp recommended a cystoscopy for a lower urinary tract evaluation. The rep noted they were scheduled to meet with the patient and the hcp on (B)(6) 2018, for the first time. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the device not working well was not known. The physician decided to remove and replace the device. No further complications were reported/anticipated.